Event description:
The ge oec 9800 fluoroscopy system had reportedly poor image quality during a nerve block procedure.

Manufacturer narrative:
A ge oec service rep investigated and found that the system was operating within spec and a review of the images revealed that modifications in the user technique in the operation of the system would benefit image quality (using hlf/collimation for dense anatomy, e.g.). The system was tested and found to be operating as intended and was returned to the customer for use. The pt identified did not have any injury as a result of this issue.